Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported the buttons on the infusion device do not function. The infusion device began to beep and then displayed the bolus screen. She inserted a new battery, and the infusion device displayed an e8 power interrupt error. She was unable to clear the error message by pressing the check button. The key-lock feature was not activated, and the infusion device was not dropped on a hard surface prior to the event. No physiological effects were reported. The infusion device was requested for evaluation.